Manufacturer narrative:
On (B)(6) 2015, during service at the manufacturing facility it was found that the device is showing symptoms of overheating. He has been updated to illustrate overheating of the device. Failure analysis is in progress.

Event description:
It was reported that during service conducted at the manufacturing facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturing facility after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
A service technician evaluated the device and observed that the trigger would stick, causing run-on. The device was repaired and returned to the customer.

Event description:
It was reported that during service conducted at the manufacturing facility after the trigger was released the device was experiencing run-on. It was later reported after service had replaced components, heat was discovered. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event